Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller having connection issues with the mobile power unit was confirmed. During the investigation of the returned heartmate 3 system controller on this event, a broken pin was stuck within the black power cable¿s connector. By design, the pin in this location is not present within 14v battery clips. Therefore, the broken pin was suspected to have belonged to the patient's mobile power unit. This specific pin does not have a function within the black cable, and its absence would not have impacted the operation of the system. The mpu was not returned for evaluation. It was planned that the mpu would be inspected for damage at the patient¿s next clinic visit; however, a date for this visit was not provided. This investigation will reopen if the unit is returned for evaluation. The root cause of the reported connection issues was determined to be a broken pin within the heartmate 3 system controller, which was suspected to have belonged to the mobile power unit. The device history records were reviewed for the mpu and was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 patient handbook section 3 ¿powering the system" describes how to securely connect the system controller to the mobile power unit, power module, and14v batteries. When connecting to any of these power sources, the user is instructed to ensure that the half circle of the controller's power cable is aligned with the half circle of the desired power source prior to pushing together the connection. The user is warned that joining together misaligned connectors may damage them. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including low voltage and power cable disconnect. The heartmate 3 patient handbook section 6 ¿caring for the equipment¿ describes how to properly care for and clean all equipment, including the system controller. The user is instructed to inspect the power cable connector pins and mobile power unit patient cable connector pins at least monthly. The heartmate 3 patient handbook section titled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was having difficulty connecting with mobile power unit (mpu) and was seen in clinic. A low voltage alarm was noted by the ventricular assist device (vad) coordinator as well. A broken pin in black power cord of the system controller was found. The controller was exchanged. It was unknown where the pin came from. The low voltage alarm and the connection difficulty resolved with the controller exchange.

Manufacturer narrative:
The related controller is reported under MFR# 2916596-2023-04222. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was later reported that there was a bent pin on the black power jack on the mobile power unit (mpu). It was thought that another pin was dislodged and this one just was pushed out of the way. Related manufacturer report number: 2916596-2023-04222.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of connection issues with the mobile power unit was confirmed. Upon arrival of the mobile power unit (serial number: (B)(6)), a bent pin was discovered in the black lemo connector of the patient cable. The location of this bent pin corresponds to the location of the pin that was stuck within the black power cable of the returned heartmate 3 system controller (serial number: (B)(6)). This specific this pin does not have a function in the black cable and would not affect the ability of the system to operate, other than compromising the security of the connection. Multiple attempts were made to obtain a purchase order for the replacement of the damaged patient cable; however, no response was received from the customer. The unrepaired unit was returned to the customer labeled ¿not for human use¿. The root cause of the reported connection issue was determined to be a bent pin within the black connector of the mpu patient cable. This pin appears to have bent as a result of the pin that was stuck within the black power cable of the returned controller. The origin of the stuck pin is unknown at this time. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance specifications. The heartmate 3 patient handbook (section 3 ¿powering the system¿) describes how to securely connect the system controller to the mobile power unit, power module, and14v batteries. When connecting to any of these power sources, the user is instructed to ensure that the half circle of the controller's power cable is aligned with the half circle of the desired power source prior to pushing together the connection. The user is warned that joining together misaligned connectors may damage them. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including low voltage and power cable disconnect. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller. The user is instructed to inspect the power cable connector pins and mobile power unit patient cable connector pins at least monthly. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.